Event description:
I have been getting sick, losing hair, hashimotos diagnosis, candida diagnosis, inflammation diagnosis, weight gain, brain fog, lack of energy/fatigue ongoing for the past 6-7 years after breast implant with allergan 410 textured implants. FDA safety report ID # (B)(4).